Event description:
On 9/20/95, pt receiving hemodynamic monitoring. Nurse unable to obtain wedge pressure. Dr notified. Catheter removed by physician, balloon found to be ruptured & appeared to be without any missing sections. Catheter was replaced without incident.